Manufacturer narrative:
No qc measurements were performed on the new sensor prior to sample measurement. No calibration drift was observed and rules out the reagent as a possible cause. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned lactate results for 1 patient tested on a cobas b 221 instrument. An attempt was made to test the patient initially at 6:38 p.m. But an error message was received on the b 221 instrument. The same sample was repeated and the result was 9.91 mmol/l. Five minutes later at 6:49 p.m., a new sample was obtained and the result from the b 221 instrument was 6.12 mmol/l. This result was reported outside of the laboratory where the physician questioned it as it did not correlate with the patient's condition. A 3rd sample was sent to an external laboratory using a siemens rapid lab system and the result at 8:02 p.m. Was 2.66 mmol/l. At 10:21 p.m. The result from the siemens rapid lab system with a 4th sample was 4.02 mmol/l. No adjustments were made to the patient's treatment. There was no allegation that an adverse event occurred. The lactate cassette lot number was 21582048. The expiration date was not provided. The lactate cassette had been installed on the day of the event and qc results were within range.